Event description:
It was reported the device battery longevity decreased by a year after a few months had passed since the previous device check. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: competitor 350973 implantable pacing lead (B)(6) 2012; competitor 363303 implantable tachy lead (B)(6) 2012. (B)(4).